Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that a patient presented with debris under the flap of the right eye one week post lasik. The flap was lifted and the foreign body was removed and the corneal bed was irrigated with topical antibiotic eye drops. The flap was placed back into position. The patient was given topical tear drops as well as topical antibiotics and topical steroid drops to use until further follow up. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The reported event is not related to the system. The root cause could be air condition in the surgery room, instruments of the surgery, or surgical techniques(user handling). (B)(4)